Event description:
This case was initially received via regulatory authority (reference number: mw5078210) on 11-jul-2018. The most recent information was received on 23-apr-2019. Quality-safety evaluation of ptc: unable to confirm complaint: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), peripheral swelling ("swelling in arms/ hand, feet, legs swelling"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, colonoscopy in 2002, sigmoidoscopy in 2002, caesarean section (2005- 2008) and tonsillectomy in 1974. Concurrent conditions included menorrhagia, bladder infection, cramp in lower abdomen, right lower quadrant pain, haemorrhagic ovarian cyst, edema aggravated, unable to walk, helicobacter pylori infection, fatigue, skin discoloration, nausea, vomiting, constipation, diarrhea, weakness, stiffness, swollen lymph nodes, back pain, irregular menstrual cycle, night sweats, hot flashes, sleep disorder and frequency urinary. Concomitant products included furosemide (lasix), glucosamine, hydrochlorothiazide, levonorgestrel (mirena), magnesium, melatonin, omeprazole (omega), oral contraceptive nos and vitamins nos (multivite). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling (seriousness criterion hospitalization), joint swelling ("swelling in ankle and leg"), hypoaesthesia ("numbness in fingers/ numbness"), arthralgia ("joint pain"), muscular weakness ("hand weakness"), neuromyopathy (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (pelviscopy with bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, peripheral swelling, joint swelling, hypoaesthesia, arthralgia, muscular weakness, neuromyopathy and autoimmune disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, hypoaesthesia, joint swelling, muscular weakness, neuromyopathy, pelvic pain and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: joint pain, arm swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet and medical records were received. Events per pfs: hand weakness, neuromuscular problems, autoimmune-like symptoms and pain. Medical condition, concurrent condition, concomitant medication and laboratory data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078210) on 11-jul-2018. The most recent information was received on 05-feb-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and peripheral swelling ('swelling in arms/ hand, feet, legs swelling') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2002, sigmoidoscopy in 2002, tonsillectomy in 1974, gravida ii, parity 3 and caesarean section (2005- 2008). Concurrent conditions included menorrhagia, bladder infection, cramp in lower abdomen, right lower quadrant pain, hemorrhagic ovarian cyst, edema aggravated, unable to walk, helicobacter pylori infection, fatigue, skin discoloration, nausea, vomiting, constipation, diarrhea, weakness, stiffness, swollen lymph nodes, back pain, irregular menstrual cycle, night sweats, hot flashes, sleep disorder and frequency urinary. Concomitant products included furosemide (lasix), glucosamine, hydrochlorothiazide, levonorgestrel (mirena), magnesium, melatonin, omeprazole (omega), oral contraceptive nos and vitamins nos (multivite). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling (seriousness criterion hospitalization), joint swelling ("swelling in ankle and leg"), hypoaesthesia ("numbness in fingers/ numbness"), arthralgia ("joint pain"), muscular weakness ("hand weakness"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and paraesthesia ("tingling "). The patient was treated with surgery (pelviscopy with bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, peripheral swelling, joint swelling, hypoaesthesia, arthralgia, muscular weakness, neuromyopathy, autoimmune disorder and paraesthesia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, hypoaesthesia, joint swelling, muscular weakness, neuromyopathy, paraesthesia, pelvic pain and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received: newly added events- tingling, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.